Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the reload accessory involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on in-house testing. Log review was not available at this time. Additional observations not reported by site: the reload was disassembled in-house for inspection and the reload was found to have blade damage and cartridge damage. The cartridge was damaged by the rectangular washer at the end of the leadscrew nut. No leadscrew damage was observed. The reload was also found to have pusher damage. Multiple pushers were found partially deformed near the exposed blade.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, the sureform 60 green reload did not trigger. When triggering, only the circled blade came out, pushing the tissue forward without triggering the clamps. Site switched to another stapler. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. Csr informed he does not have any information regarding this issue. He contacted site for additional information, but no further details have been received as of the date of this report.